Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that oversensing was associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was noted. The proximal segment of the lead was returned and analyzed. No anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed, and the overlay tubing of the lead was extrinsically breached due to melting. It was observed that the set screw marks were too proximal on the connector pin. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the day after a device implant, the patient received 36 inappropriate shocks and the lead integrity alert (lia) triggered. The previously implanted right ventricular (rv) lead exhibited noise, oversensing, and an apparent fracture. The rv lead was explanted and replaced. During the replacement procedure, it was noted that there was some insulation damage on the pace/sense portion of the lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the day after a device implant, the patient received 36 inappropriate shocks and the lead integrity alert (lia) triggered. The previously implanted right ventricular (rv) lead exhibited noise, oversensing, and an apparent fracture. The rv lead was explanted and replaced. During the replacement procedure, it was noted that there was some insulation damage on the pace/sense portion of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that oversensing was associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was noted. (B)(4).